Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator had leakage that led to no ventilation during patient treatment. There was no harm. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). Our complaint investigation is finalized. The complaint investigation is based on received information from our field service engineer (fse) that visited the hospital and the evaluation of the device received logs. No parts were exchanged in the ventilator system. The received event log confirm the leakage situation and shows clinical alarms such as reported expiratory minute low together with peep low, vt overrange, paw high, check tubing and respiratory rate high. The device generates these several high priority alarms to notify the user of the detected leakage or increased pressure in the ventilator breathing system. There were no technical alarms in the log to indicate a malfunction of the device. The test logs show that the ventilator passed pre-use check on the event date. The root cause of the leakage could not been determined since no parts were replaced and the ventilator worked in specifications without any failure indication in test or technical logs.